Manufacturer narrative:
The reported complaint of physician unable to untighten the v-setscrew to remove the lead was confirmed. Visual inspection identified calcified blood was filling the v-setscrew inset. This material prevented full insertion of the torque driver in the hex cavity and resulted in the inability to untighten the set screw. The blood was removed from the setscrew inset, allowing the wrench to be fully inserted. The set screw was able to be untightened and the lead removed. The blood most likely came through damage to the septum in the form of a hole punched through it.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine generator exchange procedure. During procedure, the lead became stuck in the pacemaker header. Multiple unsuccessful attempts were made to loosen the set screw using multiple torque and non-torque wrenches. The device was explanted and replaced. Patient was stable post procedure.